Event description:
Additional information was received. The physician confirmed that the endoleak was from the fenestrated area of the device. A secondary intervention was performed and a valiant stent graft was implanted inside of the leaking device, then again ablation catheter was inserted through ax-artery and another fenestration was done. No adverse effects were reported from this intervention. No additional clinical sequelae were reported and the patient is fine.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm in zone two approximately two years ago. It was reported that the aneurysm is occluded by thrombus. The physician determined that it has a propensity for enlargement due to pressure caused by too large fenestration. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: failure to follow instructions (fenestration of device).